Event description:
(B)(4). Ongoing migraines, pelvic pain, leg pain, heavy periods, loss of hair.

Event description:
(B)(4). Had a hysterectomy due to the right coil uncoiled and punctured the right tube and bent it.